Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new alert occurred. Data was evaluated and the allegation was confirmed as a fatal transmitter error. The probable cause was determined to be fatal transmitter error. The reported event of a pair new transmitter is reportable based on the finding of a fatal transmitter. No injury or medical intervention was reported.